Event description:
It was reported that during an peripheral stenting procedure, stent dislodgement occurred. The lesion being treated was a long stenosis with no angles of note located in the superficial femoral artery. The express biliary ld premounted stent delivery system was advanced to the lesion with no difficulties encountered. Once to the lesion, the physician made the choice to use a different style of stent, and chose to withdraw this stent delivery system. Again, there were no issues of note. While advancing the other stent delivery system (sds) on the wire, markerbands were visualized on the wire being attributed to the other sds. When the markerbands remained on the wire following deployment, it was realized that it was the express biliary ld stent. A small balloon was then advanced on the wire, and the express biliary ld stent was successfully deployed. No complications were reported, and patient status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the delivery device wil not be returned for evaluation and the stent remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.